Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Patient's IV veletri infusing from cadd pump to right chest central venous catheter (cvc) was leaking. Patient reported that she felt her shirt was wet and that tubing had been leaking which she said occurred within the last hour. Patient's vitals were stable and she was asymptomatic. Tubing was immediately changed with 3 registered nurses (rns). Physician assistant (pa) from primary team was informed. After investigation with the staff involved, it was determined that the issue is not the IV tubing but the maxplus attached the hickman port. What happens is the maxplus slowly twists off the line. Product #: mz1000-07. Lot #: 23035354.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of the maxzero slowly twisting off the line could not be verified due to the product not being returned for failure investigation. Device history record review for model mz1000-07 lot number 23035354 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.